Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, and the usage of this sample is unclear, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked on (B)(6) 2025, at 9:00 am, an intravenous catheter was inserted in the colorectal surgery ward for infusion therapy. During the next infusion on (B)(6) the catheter site exhibited redness, swelling, and leakage, necessitating catheter removal.